Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during surgery, the dermatome blade entered the skin instead of gliding over it to harvest the graft. The cut was too deep and created a wound on the patient. Wound repair using sutures was necessary. There was patient impact; however, the wound was repaired, and a delay of approximately 0¿15 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.